Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via (B)(6) stated that their oral-b crossaction/3d in black brush heads were not staying connected to their oral-b genius x type 3771 toothbrush while brushing their teeth. No injury was reported.